Manufacturer narrative:
Evaluation is pending upon the return of the product.

Event description:
During insertion of the plate the doctor noticed after implantation that the ratcheting mechanism was beyond limitations. The screws were in place, but not completely tightened down when the surgeon removed the chicklet. When the chickelet was removed and the plate disengaged. The sales rep indicated it looked like a piece was missing from the plate. The surgeon explanted the plate and replaced with another. There was no report of injury to the pt.